Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that large air bubbles were present in reservoir. Blood glucose was unknown. Customer also reported that did not receive any insulin for several hours. She also reported the insulin pump smelled like insulin and she was thinking there was an issue with the reservoirs, infusion sets. The product will be returned for analysis.